Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review was performed. The sample was returned for evaluation. After further evaluation, the investigation identified a break, however, the company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80104 pta balloon dilatation catheter allegedly experienced a retraction problem, detachment of device or device component, and material twisted. This information was received from a single source. The malfunction involved one patient with no reported consequences. The patient was reported as a 47-year-old female whose weight was not provided.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review was performed. The device and 2 photos has been returned for evaluation; the evaluation confirmed for balloon break and retraction issue, however, the evaluation is unconfirmed for balloon detachment and twisting. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4, h6(device code-1069 break). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80104 pta balloon dilatation catheter allegedly experienced a retraction problem, detachment of device or device component, and material twisted. This information was received from a single source. The malfunction involved one patient with no reported consequences. The patient was reported as a 47-year-old female whose weight was not provided.

Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation and a photo of the reported event was received. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80104 pta balloon dilatation catheter allegedly experienced a retraction problem, detachment of device or device component, and material twisted. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year old female whose weight was not provided.